Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon ¿no image¿ was not duplicated at the repair department, but they confirmed the malfunction of the dr board and the worn-out video connector socket. The phenomenon likely occurred temporarily because of this. It has been over 7 years since the subject device was delivered. The patient board (dr board) and the video connector socket likely malfunctioned due to aging deterioration, so the subject device could not process endoscopy images from a scope. Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of no video signal was confirmed. The inspection found locking lever loose and faulty dr board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera iii video system center has no passing video signal from the front connector to the displays. The event occurred during preparation, prior to an unknown diagnostic procedure. During a standard service inspection of the customer returned device, printed-circuit board failure was noted. This report is to capture the reportable malfunction found at estimation. There was no patient involvement, no harm or user injury reported due to the event.